Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6),: product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an overstimulation sensation. The patient "really" felt the vibration when she sat down and leaning forward "usually" made it "less intense." The patient did not feel stimulation "much" when she walked. The patient stated, she did not change her settings, but kept it at a level that she could handle stimulation in all positions. The patient also stated, she got a "jolting" feeling in the past with her stimulation, but addressed it by learning how to turn her stimulation down. Additional information received on (B)(6) 2012 reported that no diagnostics were performed and no malfunctions or causes were seen. There are no planned or mentioned interventions. The patient was reported as "doing well."